Event description:
It was reported that an ilet device with a cracked or otherwise compromised screen was determined nonfunctional and no longer water resistant, and a replacement was arranged; the user was advised to maintain backup therapy and to sync data before return. Symptoms included no alerts or alarms reported and no glycemic symptoms reported. Outcomes included no injury, no hospitalization, and continued cgm data receipt. Investigation included review of device history records, complaint history, and customer interview. Investigation of this case revealed physical damage to the display assembly and inability to reliably power down, with the user instructed to allow the battery to deplete prior to return. It was concluded that the device experienced screen damage leading to functional concerns, with user guidance provided and replacement issued. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.